Manufacturer narrative:
The device was discarded. Three representative devices from the same lot were received. Investigation is not completed.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The extension tubing set was being used to deliver chemotherapeutic agents. It was reported after starting the delivery of an unspecified concentration of vincristine, the nurse noted a small amount of blood and vincristine "oozing" from the connection of the catheter's hub and male luer of the tubing set. The nurse stopped the delivery. The extension set was replaced and the therapy was resumed. There was no reported adverse patient effects. No medical interventions were reported. It was reported that the extension set had been in clinical use for 5 hours prior to the event without any leakage noted. Though requested, no additional information was provided.